Manufacturer narrative:
Hw10911r01 was not returned for evaluation. Review of the manufacturing records confirmed that the associated device met all requirements for release. Review of the controller log files revealed an increase in power consumption starting (B)(6) 2017 to parameters outside of normal operating range on (B)(6) 2017. Parameters returned to normal operating range on (B)(6) 2017. No alarms were logged leading up to (B)(6) 2017. Of note, it was reported that the patient was administered tpa after which the power went back to normal operating range. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the increase in power observed in log files can be attributed to external factors such as thrombus formation/ingestion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was further reported that the patient did not have any recent illness that may have precipitated the pump thrombus. The site does not believe the event was device-related. No further treatments were provided. After further review of additional information received the following sections have been updated accordingly. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Thrombus is a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Hvad pump remains implanted.

Event description:
A report was received that the patient presented with complaints of discomfort and vertigo. The site suspected thrombus inside the pump. There were no reported controller alarms. The patient was subsequently administered tissue plasminogen activator (tpa). The patient remains hospitalized in stable condition. Of note, the patient was therapeutic on anticoagulation medication. The patient's hematocrit setting on his controller was correct. Controller log files were sent. No further patient complications have been reported as a result of this event.